Manufacturer narrative:
Product ID: 3093-28, lot# va02y6w, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# va02y6w, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported there was a mrsa staph infection at the site of the implant which required explant of the device. It was noted the patient had resolved without sequelae on (B)(6) 2013. It was noted diagnostic methods included an exam which showed redness, drainage and tenderness on the day of the event. It was noted the lab work tested positive for staph. It was noted etiology consisted of surgery and anesthesia that was not related to the device or therapy but it was related to the implant procedure. It was noted the patient¿s symptoms included incision drainage, yellow/blood tinged area with slight edema and tenderness. It was stated the severity was moderate.